Event description:
It was reported that the lead was fractured, and there was varying and high impedances. The lead was explanted. No patient complications have been reported as a result of this event. Additional information was received reporting that the patient was feeling 'weak, presyncopal'. ECG showed ventricular pacing with intermittent atrial pacing and no atrial capture indicative of a lead fracture.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.